Manufacturer narrative:
Investigation results: two (2) samples provided were sent to the manufacturing site for evaluation and the results of the investigation confirmed visually that there is a brown straight line on the filters. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Based on the investigation findings, the root cause is production related. Root cause- chemical indicator was located on the lift plate, when the chemical indicator dot was being placed on the filter, ink on the lift plate was placed on the filter in a line. The manufacturing site is aware of this issue and has entered this complaint into our trending report. There were no other reported similar events of this nature.

Event description:
It was reported to aesculap inc. That a round filters w/indicator (part# us751) was used for during sterilization on (B)(6) 2025. According to the complainant there is a straight line going through the top of the filter that was seen post sterilization. Reportedly there was a delay of 5 minutes to the procedure as another set had to be pulled. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.